Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that long pauses were seen on tele monitor. The pauses were recreated by having the patient take deep breaths. The lfa filter was turned off which resolved the pauses. Patient is stable and will be monitored.